Event description:
When preparing for the brachy seed insertion portion of the procedure the seed cartridge would not properly insert into the mick applicator. The mick applicator is the device that controls and delivers the brachy seeds during the procedure. There were 4 cartridges on the field and each one was tested. None of them inserted correctly. Several additional attempts were tried and none were successful. At this point the procedure was aborted. The patient was recovered and sent with no incident. After the mick applicator was sent through the cleaning and terminal sterilization process the director went to examine the mick applicator. During the inspection the only thing noticed was that there may be a retention bearing in the cartridge chamber that may have been frozen. Due to the delicate nature of the mick applicator it could not be confirmed as frozen. Plans were made to send the device out for service and potential repairs. Later that day the director called to the department to continue the investigation. The manager and the director spoke and the physicist working on the case examined the cartridges more closely. The cartridges that were sent in for the procedure appeared to be slightly different than ones sent in the past. He was going to investigate this with the brachy seed supplier. Please forward this to the manager so that he can conclude the investigation.

Event description:
When preparing for the brachy seed insertion portion of the procedure the seed cartridge would not properly insert into the mick applicator. The mick applicator is the device that controls and delivers the brachy seeds during the procedure. There were 4 cartridges on the field and each one was tested. None of them inserted correctly. Several additional attempts were tried and none were successful. At this point the procedure was aborted. The patient was recovered and sent with no incident. After the mick applicator was sent through the cleaning and terminal sterilization process the director went to examine the mick applicator. During the inspection the only thing noticed was that there may be a retention bearing in the cartridge chamber that may have been frozen. Due to the delicate nature of the mick applicator it could not be confirmed as frozen. Plans were made to send the device out for service and potential repairs. Later that day the director called to the department to continue the investigation. The manager and the director spoke and the physicist working on the case examined the cartridges more closely. The cartridges that were sent in for the procedure appeared to be slightly different than ones sent in the past. He was going to investigate this with the brachy seed supplier. Please forward this to the manager so that he can conclude the investigation.

Event description:
When preparing for the brachy seed insertion portion of the procedure the seed cartridge would not properly insert into the mick applicator. The mick applicator is the device that controls and delivers the brachy seeds during the procedure. There were 4 cartridges on the field and each one was tested. None of them inserted correctly. Several additional attempts were tried and none were successful. At this point the procedure was aborted. The patient was recovered and sent with no incident. After the mick applicator was sent through the cleaning and terminal sterilization process the director went to examine the mick applicator. During the inspection the only thing noticed was that there may be a retention bearing in the cartridge chamber that may have been frozen. Due to the delicate nature of the mick applicator it could not be confirmed as frozen. Plans were made to send the device out for service and potential repairs. Later that day the director called to the department to continue the investigation. The manager and the director spoke and the physicist working on the case examined the cartridges more closely. The cartridges that were sent in for the procedure appeared to be slightly different than ones sent in the past. He was going to investigate this with the brachy seed supplier. Please forward this to the manager so that he can conclude the investigation.